Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the cartridge was leaking. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.